Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant was provided and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful at this time. Follow-up for the return of the device is in progress. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm pericardial mitral valve that was explanted after an implant duration of 10 years and seven (7) months due to unknown reasons. The device is available for return. No additional details were provided.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect. The sewing ring was cut near leaflet 1, and exposed the wireform at the inflow aspect. Additional manufacturer narrative: customer report of stenosis was confirmed. Calcification restricted leaflet mobility and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the 25mm valve was explanted due to structural valve degeneration, frozen leaflets, severe mitral stenosis and severe mitral regurgitation. Per obtained medical records, the 25mm pericardial mitral valve was removed without difficulty and replaced with a 29mm non-edwards mechanical valve. The patient tolerated the procedure well and was taken to the intensive care unit in stable condition.